Manufacturer narrative:
Correction date of event. Additional information received from customer's medwatch.

Event description:
Received a copy of the customer's medwatch report from FDA which states "infant had new IV started in l saphenous. Returned to isolette, IV site within defined limits (wdl). At next check t-connector had come out of hub, IV fluids and blood saturated limb board and some on blanket. Visible clot in hub of IV. IV discontinued and restarted; other rns on unit stated they had similar experience with these t connectors twice during the week." The box for "other serious" was checked on the medwatch.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the luer slip t-connector disconnected from the infant's left saphenous IV hub that resulted in blood loss and the discontinuation and restart of the IV site. There was no report of patient harm